Event description:
It was reported that during a kidney lithiasis procedure the fiber was not working. The device was disconnected and reconnected without success. The procedure was completed with a new fiber. No patient complications were reported. The fiber was returned, and analysis identified a fracture within the fiber connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Functional analysis showed the light from subminiature a (sma) appeared distorted indicative of a fracture within the fiber connector. When connected to the laser console, the following message was displayed: applicator has been used 6 times. A review of the device history record confirmed that the fiber met all material, assembly and performance specifications prior to release. Based on the analysis results, it is likely that the connector may have developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. The alleged no energy event is confirmed based on the identified facture within the fiber connector. According to the device instructions for use (IFU), in the event of no output energy fiber connector may be hot to touch. Ensure that the distal end is intact and that the sma connector is clean. Caution: do not use any lighttrail reusable laser fiber with damaged distal end or damaged sma connector.